Event description:
It was reported that a spectrum iq infusion pump is interring with the wave forms on the EKG in the cath lab and in 5600 ICU (cardiac ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.